Event description:
End user alleges while operating the motorized wheelchair on a ramp (non ada complaint), the motorized wheelchair stopped suddenly when she attempted to slow down. Allegedly, as a result, the end user fell out of the seat and fractured both arms. The end user was not wearing a seat belt at the time of the incident.

Manufacturer narrative:
Pending device evaluation.